Manufacturer narrative:
Correction to initial reported section. (B)(4).

Manufacturer narrative:
Additional information was received on february 15, 2018. A transseptal puncture was performed with an unknown needle. The generator was in power control mode. The adverse event was discovered post use of biosense webster products. The patient has since fully recovered. The physician¿s opinion on the case of the adverse event is that it was procedure related and patient condition related. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model # fg540000j serial # (B)(4)) thermocool® smart touch® sf bi-directional navigation catheter (model# d134805 lot# 17701890l) manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for premature ventricular contractions (pvcs) with two thermocool® smart touch® sf bi-directional navigation catheters and suffered a cardiac tamponade requiring pericardiocentesis. During mapping, the carto 3 workstation shut down. A few seconds later, a pop-up window appeared, giving the option to resume the previous study. ¿open study¿ was selected, initialized, and the procedure continued. Upon re-opening the study, the temperature of the smarttouch sf catheter #1 was displayed ¿-¿ or displayed high (60-100°c). Temperature returned to 35°c automatically. Although ablation was attempted, it was unsuccessful, as the temperature cut-off was exceeded. Cable was exchanged without resolution. Smarttouch sf catheter # 1 was exchanged for smarttouch sf catheter # 2 and the issue resolved. Post-procedure, the patient became slightly hypotensive and a pericardial effusion was detected via echocardiography. Pericardiocentesis yielded an unspecified amount of fluid. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, the complaint will be reassessed and notes will be updated. The workstation issue and high temperature issues are not MDR reportable since the potential that it could cause or contribute to a death or serious deterioration in the patient¿s state of health is remote.